Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance is gradually rising and the rv coil impedance has risen slightly from date of implant. The rv lead threshold will be reprogrammed and continue to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg implantable pacemaker cardio/defib (B)(6) 2010. (B)(4).